Manufacturer narrative:
Analyzer was in a lab affected by a roof leak over a weekend. When the customer plugged the instrument, the instrument got "very hot" and the power cord sparked. The ac adapter power plug was damaged when user attempted to plug in the device. The customer was instructed to leave the unit unplugged. Late filing is part of (B)(4).

Event description:
After being exposed to roof leak / moisture over a weekend, the instrument overheated and the power cord sparked when plugged in and attempted to turn on for use. No injuries were reported.